Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, at around 53,000 joules of use, the fiber overheated, and the cap was damaged and rotated. Furthermore, the cap detached from the fiber, and the physician retrieved it. A second fiber was used, and around 85,959 joules of use, it overheated due to close tissue contact, and the fiber cap detached. The physician retrieved the cap. A third fiber was used, and the case was completed without further incident. There were no patient complications. It was noted the flow valve was opened and fluid observed to be exiting the metal cap window for all three fibers, and pressurize saline was utilized after the first fiber failed.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2024-28495.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2024-28495. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the detached fiber cap event but the reported event of overheated fiber was confirmed. Visual analysis identified a distal circumferential fracture. The fiber tip was still attached to the fiber body. The metal cap exhibited severe debris on its surface, indicative of prolonged tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appeared in good condition and secured. The fiber passed the connector segment verification test, indicating there were no connection issues. The control knob was attached and aligned with fiber and can rotate the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. It is probable that the severe debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, there was no fiber cap detachment, and the procedure was completed without patient complications. The interaction between the user and device caused or contributed to the observed fiber damage. The information reasonably suggests that the identified distal circumferential fracture with the firing output rate below the threshold for potential patient harm is unlikely to cause patient harm if it was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported detached fiber cap.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, at around 53,000 joules of use, the fiber overheated, and the cap was damaged and rotated. Furthermore, the cap detached from the fiber, and the physician retrieved it. A second fiber was used, and around 85,959 joules of use, it overheated due to close tissue contact, and the fiber cap detached. The physician retrieved the cap. A third fiber was used, and the case was completed without further incident. There were no patient complications. It was noted the flow valve was opened and fluid observed to be exiting the metal cap window for all three fibers, and pressurize saline was utilized after the first fiber failed.